Manufacturer narrative:
Device not returned.

Event description:
Customer reported the venous femoral cannula split during use. Event occurred prior to placing patient on bypass from ECMO. No patient injury reported.